Event description:
Patient also reported "rupture/collapsed implant" confirmed via ultrasound, "leaking from nipple", "moved to side", "entire chest is very itchy", "all over body aches", and "numbness". The following patient reported events have been deemed not related to the device: "unable to stand, walk, and work", "other symptoms all over my body", "feels like I have fibromyalgia", "hair loss", "mild sore throat", "ringing/soreness of the ears". Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; curved opening, brown particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: curved striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.